Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced handle due to missing handle and right iui due to corrosion. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/12/2014 to the present date 12/10/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: (B)(4) for iui conn issues.

Event description:
It was reported that the device has a broken handle. No additional information was provided. There was no patient involvement.